Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had partially exposed out of the patient¿s body. It was further reported there was suspected infection. The device was explanted and the lead is out of service but remains implanted due to adhesion. No further patient complications have been reported as a result of this event.